Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited forceps channel port was loose. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause and the root cause of reported issue could not be identified. Should additional relevant information become available, a supplemental report will be specified. Olympus will continue to monitor field performance for this device.